Manufacturer narrative:
Initial.

Event description:
It was reported that meal announcements with the ilet bionic pancreas were followed by hypoglycemia, as shared via social media. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, no specific medical device problem identified, and no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.